Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 51cm distal of the strain relief. There was contrast in the inflation lumen, and blood in the guidewire lumen. The balloon was tightly folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in a highly calcified and tortuous artery. A 2.25mm x 20mm emerge balloon catheter was selected for use. However, when tried to cross the lesion, it was noted that the hypotube was bent with force and the shaft broke. The break was outside the patient's body. No further complications reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in a highly calcified and tortuous artery. A 2.25mm x 20mm emerge balloon catheter was selected for use. However, when tried to cross the lesion, it was noted that the hypotube was bent with force and the shaft broke. The break was outside the patient's body. No further complications reported.